Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the clogged nozzle, other evaluation findings are as follows: there were incorrect labels that need replacement; the distal end plastic cover was chipped; there were tiny chips on the objective lens; there was an internal crack in the light guide lens, and a crack in the bending section cover glue; the control body was dry; and the scope connector had a customer label. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and presoaked the endoscope in the detergent solution. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had no air/water flow during preparation for use. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
H10: per the customer¿s response, the reprocessing steps at the material residue point did not deviate from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.